Event description:
It was reported on ¿(B)(4), 2014¿ the physician refilled the pump with 20 milliliter (ml) of morphine. The concentration was 2 milligrams (mg)/ml and the dose was 400 micrograms (mcg)/ml. After four hours, the patient showed overdose symptoms including drowsiness, dazed, less than 50% therapy relief, and coma. The symptoms were systemic. The patient required hospitalization and medical intervention with intensive therapy for two days. The physician decided to do the refill of the pump with the physiological solution and the patient continued the therapy per ¿os.¿ on ¿(B)(6)¿ the patient went into the hospital for follow-up and the reservoir was found empty. There was report that the expected reservoir volume (erv) was 20 milliliters (ml) but the actual reservoir volume (arv) was 0 ml and also that the erv was 17.6 ml. The physician programmed the replacement for next (B)(6). During this period the patient will continue the ¿os¿ therapy. It was unknown if any diagnostic testing or troubleshooting occurred or if the issue was resolved or the cause determined as the cause was not specified. This device system delivered morphine. The pump remains implanted. At the time of the report the patient's status was reported as alive-no injury. Additional information was requested to verify the volumes and the patient¿s current status, however, the information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Further, the patient was currently receiving transdermal therapy and was doing well. The replacement was to occur, but not yet scheduled. The pump was expected to be returned.

Event description:
It was clarified that the correct event date was (B)(6) 2014. Further, the expected reservoir volume was reported as 20 ml and as 17.6 ml. The volume was checked after the refill with the morphine around the 4 hours timeframe in which the patient then exhibited symptoms. It was then, at that time, that the 20 ml was expected but the actual volume was zero. The expected volume of 17.6 ml occurred at the follow-up after the physiological solution was placed in the pump. Any additional information may be obtained after the follow-up, likely in september. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).